Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had unspecified interference. There was no patient involvement.

Event description:
It was reported to philips that the device had ECG interference. There was no patient involvement.